Event description:
A journal article was reviewed that contained information regarding this lead. The patient underwent attempted cardiac resynchronization therapy (crt) surgery. During the implant procedure, the left ventricular (lv) lead showed a high pacing capture threshold. The physician was also had difficulty passing the lead into a lower branch of the heart and there was also reported phrenic nerve stimulation (pns) and no capture found. The lead was extracted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "use of a quadripolar left ventricular lead to achieve successful implantation in patients with previous failed attempts at cardiac resynchronization therapy." Europace. July 1 2011;13(7):992-996. Since no device ID was provided, it is unknown if this event has been previously reported.